Event description:
There was an allegation of questionable elecsys troponin t gen 5 results from the cobas e 801 analytical unit. The initial result was 37.3 pg/ml. The sample was repeated after being transferred to a false-bottom tube and gave a sample short alarm. The repeat result in a false-bottom tube was 7.56 pg/ml. The doctor sent a new sample from the same patient and the result was 7 pg/ml.

Manufacturer narrative:
The reagent lot number was 795168 with an expiration date of 30-sep-2025. A general reagent problem was not present as the calibration and qc data were acceptable. The field service engineer found the sample probe and the tip buffer position were not centered. He aligned them to the correct position and performed mechanism checks that passed. He cleaned the prewash tube, sample probe, and reagent probe. The investigation determined the service actions resolved the issue.